Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that there was an attempt to implant an impella cp device in a patient for mechanical circulatory support. During implantation, the medical team was unable to get access to the right common femoral artery with the 14 french sheath. Access was attempted on the left side with same result. The doctor verbalized that the vessel size was too small. At that point, the case was aborted. The product was discarded. There was no patient harm.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the delivery issue was determined to be patient condition as the patients vessel size was too small in two access sites.